Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the white power cable connector was confirmed via visual inspection. The white connector had a broken pin corresponding with the redundant ground wire. The returned heartmate 3 system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis despite the broken pin. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The root cause for the reported event cannot be conclusively determined through this analysis. Incidental findings: atypical power cable disconnect alarms due to a rsoc_invalid fault on the white cable. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ caution the user not to try to join the power cable connectors together without first aligning the half circles inside the connectors. Joining together misaligned power cable connectors may damage them. The heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-00354. It was reported that the pins on the white connection of the patient's controller came out and had become stuck in a battery clip. A successful controller exchange was performed. The battery clip was also replaced.